Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the entire drawer 3.3 was failed and could not be recovered. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 3.1 was not on bus. A field service engineer (fse) found that the data light emitting diode (led) was not lit on the module controller. All connections were reseated, but the led still did not light. The retractor band was replaced. The system functioned as intended after the field service engineer repaired the device.